Event description:
Related manufacturer reference number: 2017865-2023-13847. It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to incorrect interpretation of signal. Oversensing noise was also noted on the right ventricular (rv) lead. Programming changes were made to restore normal parameters. Further oversensing noise and high capture were noted and the right ventricular (rv) lead was explanted and replaced in a procedure on (B)(6) 2023. The patient was stable.